Event description:
It was reported that the patient underwent t11 to pelvis fusion for thoracolumbar scoliosis and bilateral sacroiliac joint fusion. The patient became febrile and blood culture and gluteal abscess culture grew (B)(6) 6 days post-op. The patient had fluid collection in the right sacroiliac joint extending to the gluteal muscles. The patient was treated for an extended time with antibiotics and was discharged home 21 days post-operatively. Hardware remained in the patient. Antibiotics may need to be continued indefinitely.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.